Event description:
Customer reported receiving a reading of 168 mg/dl on his freestyle freedom blood glucose meter, taking insulin based upon this result, experienced weakness, vertigo, fatigue and subsequently lost consciousness. No third-party emergent medical intervention was involved. Customer denied self-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The device has been returned, investigated and determined to be not confirmed. The reported reading does not appear in the meter's internal memory log.